Manufacturer narrative:
This product is not available for analysis. Additional information will be provided within 30 days of receipt. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states.

Event description:
During a procedure to the coronary artery, there was tracking difficulties experience with the cypher (B)(4); while advancing pass an initial implanted cypher stent. The cypher became caught at the proximal end of the implanted stent. Once the device was removed, a strut uplift at the distal end of the stent was confirmed. The lesion was approached from the femoral artery. A guiding catheter (brite tip blh 7f) was engaged to the target vessel and a guide wire (bmw) was inserted into aha6 and another guide wire (rinato) was inserted into aha9. The lesion was pre-dilated with a balloon (bp22 2.25/15mm) at aha6 and 9 and then 1st cypher (2.5/23mm) was initially implanted at aha9 at 12atm for 30seconds 2times. After pre-dilation was conducted at aha6 with the bp22 balloon again, a 2nd cypher (B)(4) was being delivered, but the second cypher became caught at the proximal end of the initially implanted cypher and would not advance further; therefore, the physician retrieved the 2nd cypher from the patient and confirmed the stent to be flared at the distal end. The physician stopped using the cypher and a different stent (endeavor 2.5/24mm) was implanted at aha6. Post-dilatation was conducted by the kissing balloon technique. The procedure was finished successfully. The product will not be returned for analysis due to the patient's infectious disease (B)(6). The physician did not indicate any anomalies prior to use. The target lesion was aha6 and 9 (diagonal 1) at the bifurcated section. Unknown if the lesion was a de novo, but was slightly calcified and slightly tortuous. There was 90% stenosis.